Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is without stimulation. It was also reported the patient experienced difficulty charging his ipg. As a result, the patient has been unable to use or charge the device since (B)(6) 2014. The patient states he is able to communicate with his programmer, but the programmer does not function after communication is established. The patient is also having difficulty walking, as a result, the physician is requesting an MRI. Subsequently, the patient will undergo surgical intervention as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015 where the patient system was explanted. It was also reported the explant was initially going to be done under general anesthesia, but after the patient was in position and anesthesia was begun, the procedure was aborted because of issues with the patient¿s airway. After the patient had come out of general anesthesia completely, the system was explanted under local anesthesia with the patient on his side to accommodate the patient's weight more comfortably.